Manufacturer narrative:
Further information from the reporter regarding event product or patient details have been requested. No additional information is available at this time. The events of nodules and mouth ulcers are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conform to the specifications. The sterilization cycle is registered as conforming. Device labeling for the report events of edema and ulcer: "undesireable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. Amongst which: (non exhaustive inflammatory reactions (redness, oedema, erythema, etc.) Can appear after the injection which can be associated with itching or pain on pressure. These reactions can last for a week."

Event description:
Add'l info: pt was injected with juvederm voluma xc in each side of the "lateral cheeks," each side of the lateral "jawline near ramus" and in each side of the "pre jowl sulcus"." Pt was also injected with juvederm volbella with lidocaine in each side of the tear trough and in the "upper and lower" lips. The "mouth ulcers" were due to the pt being "run down and undergoing some personal stress." The pt was treated with hyalase once per week since the appearance of symptoms. The "lower lip nodules and prejowl sulcus" are almost resolved and the "lateral cheek is still very hungry."

Event description:
Healthcare professional reported injecting patient juverderm voluma xc (lot#vb20a40433; vb 20a40363) and juverderm volbella with lidocaine in the midface, jawline, upper lip, pre jowl sulcus and tear trough. Six weeks later, the patient developed nodules and mouth ulcers. Patient was treated on three occasions with hylase and symptoms are ongoing. This is the same event and the same patient reported under MDR ID #3005113652-2015-00263 (allergan complaint #(B)(4)). This is the first MDR submitted for the first suspected product, juvederm voluma xc (lot #vb20a40363).